Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger/modem was unable to charge a test battery pack. Upon evaluation, there was contamination on the battery board and the u13 processor was shorted on the bedside board. The cause of the inability to charge the battery packs is the contamination and shorted processor. The cause of the shorted processor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger was not charging the battery packs.